Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. During initial inspection the fse found the iabp balloon pressure to fluctuate while pumping until error message iab catheter restriction came on display after approximately 30 seconds. The fse reviewed the units' error logs and discovered fill failure low vacuum error messages. To resolve the issue, the fse replaced the scroll motor and filters. Unrelated to the reported issue, the fse replaced the expired safety disk. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not sensing the balloon. The pump was swapped out for another unit. It is unknown the circumstances of the event nor if there was patient involvement. However, there was no patient harm, serious injury or adverse event was reported.